Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred wherein the ipg was repositioned on (B)(6) 2020 to address the issue.

Manufacturer narrative:
All information pertaining to this event has been reviewed, issue was not product related, and no further action is required at this time.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a permanent implant procedure on (B)(6) 2020, the patient feels that her incision is not healing properly. In turn, surgical intervention may take place at a later date to address the issue.